Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedances. During the procedure, the physician noted the presence of a cerebrospinal fluid during needle manipulation and lead placement. The patient may have suffered from a dural puncture as strong headaches were present following the procedure. The patient was treated with caffeine and bedrest, and overall status was improving. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7091055.